Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer reported that the load fill tubing process was unsuccessful. Customer's blood glucose was 350 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.